Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort (described as shocking by the patient) at the ipg site at least once a week. Reportedly, surgical intervention will be undertaken as the next course of action to address the issue.

Event description:
Follow up information revealed that therapy was restored post-op.

Event description:
Follow up information revealed the patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s ipg was explanted and replaced with a different model.